Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not shock when prompted during a recent event. The issue was discovered during patient use. The customer advised that a second attempt to shock was successful. There were no adverse effects to the patient as a result of the reported issue. Physio-control has attempted to contact the customer in order to obtain additional details about the patient and the event; however, no response has been received.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue; however, physio downloaded the electronic record from the event and the reported issue was verified. As a precaution, physio replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.